Event description:
The customer reported that the ventilator's remote alarm was not working. The customer reported the ventilator was in use and there was no pt harm. The manufacturer's service technician verified the customer reported problem. The service technician reported the remote alarm would only alarm if slight pressure was applied to the remote alarm connector. The service technician replaced the main pcb board to correct the customer reported problem. Performance verification testing was completed and all tests passed to operating specifications. If the ventilator's remote alarm is not functional. When an audible alarm is activated on the ventilator the facility's remote alarm may not sound.

Manufacturer narrative:
Na